Manufacturer narrative:
Follow-up # 1 date of submission: 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during the investigation, it was observed that the battery compartment was cracked, the returned battery cap had stripped threads and the cap was difficult to remove from the pump therefore the initial complaint was duplicated. A test battery cap was used and it was able to be easily inserted and removed from the pump. The battery cap¿s manufacturing height and width were within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.